Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic whole hysterectomy with bilateral adnexectomy, when the absorbable suture was used, the interface between the suture and the suture needle was automatically broken. Another suture was used to complete the case. There was no patient injury.